Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The modular cable (lot number: 8064422) was returned for analysis and a log file was submitted for review with events spanning approximately 5 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Intermittent driveline power fault alarms were active on (B)(6) 2021 from 12:01:24 ¿ 17:19:59. These alarms were active when the driveline was connected due to a power a open fault. When the alarm first became active, the current sense on line a was 0.002 and the current sense on line b was 0.451. The alarm remained active until the end of the log file; however, it did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned modular cable was connected to a test system controller and successfully operated a mock loop for an extended period of time without any alarms activating. The modular cable was manipulated by hand during testing without issue or alarms. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and passed testing. The resistance of the underlying wires in the modular cable were then measured and no issues were observed. The reported event was unable to be reproduced throughout testing. Additional information provided on 23nov2021 stated that the reported event was resolved after exchanging the modular cable. A root cause for the reported event was unable to be conclusively determined through this analysis. There were incidental findings of discoloration/deformation, kinks in cable, and debris in inline connector. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 8064422) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06870. It was reported that the patient's log files were sent in for review due to driveline power fault alarms. The patient was stable and the pump was running. Technical services confirmed the driveline power faults occurred on (B)(6) 2021 starting at 12:01 pm and continued through the rest of the log. Technical services suggested replacing the modular cable to resolve the event. The patient's system controller and modular cable were replaced and the alarms resolved. The x-ray images of the suspected modular cable showed several inconsistent areas that may be considered areas of concern.